Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's pain levels yesterday were very high. They were taking double the amount of pain opioids and turned the stimulation up high and still had back pain. They wanted to know what they were doing wrong and how to maximize their device. At 5 volts the patient could feel stimulation and was doing well in the morning. No further complications reported.

Manufacturer narrative:
Additional review indicated patient code (B)(6) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) on 2017 -dec-28. It was reported that the cause of the issue may have been due to the patient¿s programming. The hcp stated that the patient had their programs adjusted by a manufacturer representative. It was further reported that the patient¿s lead had scarred down and their coverage had changed. The hcp clarified that there was scar tissue built up around the lead site. It was noted that a manufacturer representative reprogrammed the patient, which resolved the issue. The hcp stated that everything was good and the patient was happy with their relief. It was further reported on 2018 (B)(6) that the patient didn't know the circumstances that lead to the lack of pain relief- channel a simply didn't work anymore. They met with a healthcare provider and they changed the software to the b channel and installed the c channel as a backup. The patient said that so far their pain relief had been good. No further complications were reported or anticipated.